Event description:
The patient reported a week after their implantable pulse generator (ipg) implant that the patient's heart rate monitors are showing pulses in the 40s and 50s yet they were told that the ipg is programmed to 60. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).